Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was in the range of 400 mg/dl at the time of incident. The customer's blood glucose at time of call was 300 mg/dl. The cause of the hospitalization was from diabetic ketoacidosis. Customer had symptoms of nausea and vomiting from their high. The customer stated that they were given insulin to treat the blood glucose. The customer stated that they were not wearing the insulin pump at the time of the hospitalization and was disconnected for greater than 48 hours prior. Troubleshooting did not occur for the customer's high blood glucose. The customer also reported having issues with turning on the insulin pump. The customer reported several failed battery test alarms. The customer stated the drive support cap appeared to be normal on the insulin pump. The insulin pump will not be returned for analysis.